Event description:
It was reported via a link to an internet suture site that a pt underwent a breast surgical procedure in (B)(6) 2002 to remove a non-cancerous lump and suture was used. Days after the procedure the pt experienced infection. The infection worsened and the pt had to have part of her breast removed.

Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.